Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent graft remains implanted; therefore, it is not available for evaluation. The event investigation is currently underway.

Event description:
It was reported that approximately three weeks post-placement of a stent graft at the venous anastomosis of an av graft in the left upper arm, the patient presented with a clotted vascular access system. A temporary dialysis catheter was placed in the right internal jugular vein. Upon evaluation of the graft, an in-stent restenosis was identified in the stent graft at the venous anastomosis. Tpa was directly administered to the stent graft and balloon angioplasty was performed, successfully restoring flow to the graft. There was no report of injury to the patient.